Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during procedure in the colon performed on (B)(6) 2024. During the procedure, the clip entered the body but could not be opened or released at the corner of the colon. However, it eventually fell off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information on january 17 2025: the clip grabbed the tissue, and was ripped off when it could not release, they then withdrew the advancer and pressed the handle and the clip fell off. The clip was not closed on tissue.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h2: additional information: block b5 (describe event or problem) & block h6 (device codes) has been updated based on the additional information received on december 30, 2024, making this no longer a reportable event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during procedure in the colon performed on (B)(6) 2024. During the procedure, the clip entered the body but could not be opened or released at the corner of the colon. However, it eventually fell off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. **additional information on january 17, 2024** the clip grabbed the tissue, and was ripped off when it could not release, they then withdrew the advancer and pressed the handle and the clip fell off. The clip was not closed on tissue.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation result: the device was returned for analysis with no patient complications. The patient's condition was stable despite tortuous anatomical conditions. During the procedure, the clip entered the body but couldn't be opened or released at the colon's corner, eventually falling off. The procedure was completed with another resolution 360 clip. The device returned without the clip assembly, showing full deployment. A risk review confirmed the event was documented and accounted for in the product risk analysis. The investigation found no problems related to the reported issue, and "no problem detected" was chosen as the cause. The clip assembly's presence is crucial for further investigation. The most probable cause was "no problem detected," and no further escalation is required.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during procedure in the colon performed on (B)(6) 2024. During the procedure, the clip entered the body but could not be opened or released at the corner of the colon. However, it eventually fell off. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.